Event description:
The customer reported a patient developed a potential deep tissue injury (pdti) to the natal cleft and skin folds and contributes this to the use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but during follow-up the customer confirmed it did not require medical or surgical intervention. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a patient developed a potential deep tissue injury (pdti) to the natal cleft and skin folds and contributes this to the use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but during follow-up the customer confirmed it did not require medical or surgical intervention. The patient in this event was a 54-year-old female weighing 156.5 kg and measuring 1.56 m in height. The patient was admitted for inotropic support for worsening leg ulcers. The patient was also reported to require incontinence pads. A purpose t pressure ulcer risk score at the time of the original admission assessment to the ICU was ¿amber." The patient has a medical history of high bmi, osa and htn. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear¿. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. The potential dtis reported by the customer in this case are localised in areas (natal cleft and skin folds) that are not commonly subjected to direct pressure from the underlying bones and would unlikely be in direct contact with hard surfaces for an extended period of time. Additionally, the customer confirmed there were not any additional device(s) being used in the patient treatment that could have generated pressure in these areas. Therefore, it is reasonable to conclude that the reported potential deep tissue injury was not caused by pressure forces, however, meets the description, and could be better categorized, as moisture associated skin disorders (masd) instead. Moisture-associated skin damage (masd) can result when the skin has prolonged or continuous exposure to excessive moisture. Masd is a collective definition, and it has four main causes: incontinence-associated dermatitis, periwound skin damage, intertriginous dermatitis and peristomal moisture-associated dermatitis. Incontinence-associated dermatitis (iad) is predominantly a chemical irritation resulting from urine or stool coming in contact with the skin. The affected area will present with erythema, as well as maceration. The area may progress to painful partial-thickness erosions with weepy serous exudate. If left untreated, pressure and friction may increase stress on the affected area, leading to skin breakdown. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should minimize skin exposure to urine and stool and develop a consistent regimen of skin care. Intertriginous dermatitis (itd), also referred to as intertrigo, results from sweat being trapped in skin folds with minimal air circulation. This in turn leads to inflammation and denudation of the skin, making the area more prone to infection. The individual may report pain, itching, or burning sensations around the affected area. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should reduce heat and moisture within the skin folds, keep at-risk areas clean and dry. In this event, the customer confirmed there was no medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and no serious deterioration in the state of health, indicating no serious injury occurred. A masd is not considered a serious injury as it is unlikely to require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, there was no allegation of device malfunction. An inspection of the device is currently being arranged. If any additional relevant information be received, the case will be evaluated accordingly. Revision with the receipt of device inspection details 6/9/2023 the customer reported a patient developed a potential deep tissue injury (pdti) to the natal cleft and skin folds and contributes this to the use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but during follow-up the customer confirmed it did not require medical or surgical intervention. The patient in this event was a 54-year-old female weighing 156.5 kg and measuring 1.56 m in height. The patient was admitted for inotropic support for worsening leg ulcers. The patient was also reported to require incontinence pads. A purpose t pressure ulcer risk score at the time of the original admission assessment to the ICU was ¿amber." The patient has a medical history of high bmi, osa and htn. An inspection performed by a hillrom technician noted that there was no malfunction with the device. In this event, the customer confirmed there was no medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and no serious deterioration in the state of health, indicating no serious injury occurred. A masd is not considered a serious injury as it is unlikely to require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, the device inspection confirmed there was no malfunction.

Event description:
The customer reported a patient developed a potential deep tissue injury (pdti) to the natal cleft and skin folds and contributes this to the use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but during follow-up the customer confirmed it did not require medical or surgical intervention. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a patient developed a potential deep tissue injury (pdti) to the natal cleft and skin folds and contributes this to the use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but during follow-up the customer confirmed it did not require medical or surgical intervention. The patient in this event was a 54-year-old female weighing 156.5 kg and measuring 1.56 m in height. The patient was admitted for inotropic support for worsening leg ulcers. The patient was also reported to require incontinence pads. A purpose t pressure ulcer risk score at the time of the original admission assessment to the ICU was ¿amber." The patient has a medical history of high bmi, osa and htn. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear¿. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. The potential dtis reported by the customer in this case are localised in areas (natal cleft and skin folds) that are not commonly subjected to direct pressure from the underlying bones and would unlikely be in direct contact with hard surfaces for an extended period of time. Additionally, the customer confirmed there were not any additional device(s) being used in the patient treatment that could have generated pressure in these areas. Therefore, it is reasonable to conclude that the reported potential deep tissue injury was not caused by pressure forces, however, meets the description, and could be better categorized, as moisture associated skin disorders (masd) instead. Moisture-associated skin damage (masd) can result when the skin has prolonged or continuous exposure to excessive moisture. Masd is a collective definition, and it has four main causes: incontinence-associated dermatitis, periwound skin damage, intertriginous dermatitis and peristomal moisture-associated dermatitis. Incontinence-associated dermatitis (iad) is predominantly a chemical irritation resulting from urine or stool coming in contact with the skin. The affected area will present with erythema, as well as maceration. The area may progress to painful partial-thickness erosions with weepy serous exudate. If left untreated, pressure and friction may increase stress on the affected area, leading to skin breakdown. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should minimize skin exposure to urine and stool and develop a consistent regimen of skin care. Intertriginous dermatitis (itd), also referred to as intertrigo, results from sweat being trapped in skin folds with minimal air circulation. This in turn leads to inflammation and denudation of the skin, making the area more prone to infection. The individual may report pain, itching, or burning sensations around the affected area. To help minimize the risk of developing incontinence-associated dermatitis in at-risk patients and to minimize complications in patients already exhibiting symptoms the clinicians should reduce heat and moisture within the skin folds, keep at-risk areas clean and dry. In this event, the customer confirmed there was no medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and no serious deterioration in the state of health, indicating no serious injury occurred. A masd is not considered a serious injury as it is unlikely to require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, there was no allegation of device malfunction. An inspection of the device is currently being arranged. If any additional relevant information be received, the case will be evaluated accordingly.